Manufacturer narrative:
Investigation complete march 3, 2015. The following is the findings summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. The reported conditions for this incident were that during a sleeve gastrectomy procedure the device straightened during firing and the articulation was insufficient. No visual abnormalities were noted for the handle or adapter. The device evaluation revealed (B)(4) autoclave cycles for the handle and (B)(4) autoclave cycles for the adapter. Engineering evaluated the returned devices for a straightening during firing condition. Investigation showed that an egia60amt was able to be loaded but could not be articulated to the left, only to the right. The adapter was disassembled at this point and found to have a broken weld on the articulation link. The root cause is a component failure. The returned adapter as received by covidien was found to not meet specifications due to the device being unable to articulate left and the reported conditions were confirmed. A review of the device history records indicates each device lot number was released meeting all covidien quality release specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the 4th firing, while the reload was fully articulated to the left, the reload abruptly straitened out when the knife hit the distal end of the cartridge. The surgeon opened the reload and removed the stapler from the patient. The staple line was perfect. The tech loaded a new 60mm reload onto the handle and cycled it per the IFU. I then asked the tech to articulate the stapler in both directions, left and right. The stapler articulated to the right and back to center but would not articulate to the left at all. I opened a new idrive and xl adapter to complete the case. Another manufacturer reinforcement material used?: yes. If yes, what brand of reinforcement material: seamguard. Were other manufacturer product used?: no. Was the device used in patient: yes. Was there patient injury/hazard: no. Was there user involvement?: yes. Was there user injury/hazard?: no. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. What was done to correct condition? Opened up a new idrive and xl adapter.